Manufacturer narrative:
The patient files were reviewed after the procedure. The treatment showed no indication of being incomplete. Cas notated the cornea seemed reflective and there was eye movement. The betadine prep was causing corneal haze. These may have contributed to the capsular run. No further clinical follow-up required.

Event description:
On 11/20/2024, while cas was on-site for surgery support, doctor ((B)(6)) reported that he experienced an anterior capsular runout on procedure ID #(B)(6). The runout was controlled, and did not require an adjustment to the lens or prescribed treatment.